Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that on hematology/oncology, the product's collar cracked causing it to get stuck in the needless connector. As a result of this, a full cap changed was required. There was no patient harm.

Event description:
The customer reported that on hematology/oncology, the product's collar cracked causing it to get stuck in the needleless connector. As a result of this, a full cap changed was required. There was no patient harm.

Manufacturer narrative:
The customer¿s report that the collar cracked was confirmed. Visual inspection showed that the male spin collar on the extension set had a crack parallel to the direction of fluid flow. Further inspection under magnification showed that the ridges on the male luer, which are used for leverage in disconnecting, were stripped. However, the maxzero connector that was attached to the extension set was successfully disconnected from the extension set. The root cause of the breakage was excessive force being applied to the product when attempting to disconnect.